Event description:
It was reporting that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right ventricular (rv) lead exhibited low pacing impedance and failure to extend helix. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events were low pacing impedance was not confirmed and the reported event of a helix mechanism issue was confirmed. A complete lead was returned for analysis. Electrical testing found no anomalies. The lead was returned with the helix retracted and covered with blood and tissue. X-ray examination of the lead noted the inner coil was slightly over torqued at the connector pin region. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted.